Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 555 mg/dl at the time of incident. Customer reported they had issues with infusion set and also received cannot find sensor signal error. Customer declined to troubleshooting the high blood glucose because she already knew the reason why she experienced the high blood glucose but right now her blood glucose was stable. The devices will not be returned for analysis.